Event description:
Further investigation indicated that the balloon previously mentioned was powerflex p3 balloon. During a stent deployment, the release of the stent was done by turning the wheel first and completed by the pull-back lever. The physician felt no resistance during the deployment. Right after the stent deployment, the physician noticed irregular shape of the stent. The proximal third of the stent was noted to be "crushed" disturbing the blood flow, post stent pta was performed, restoring undisturbed flow. Additional info: the procedure was done through femoral access, ipsilateral, antegrade approach, with a 6f csi. Two lesions were treated. First, one precise stent (n540sc) was placed successfully in the popliteal artery, the second stent (c06060sv) was placed in the second proximal lesion in the sfa. Following a pta procedure for post dilatation with a 5mm balloon a dissection was noted. The smart control stent was deployed to treat the dissection. The pt was in good condition.